Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
The patient was revised to address painful shoulder. Doi: unk; dor: (B)(6) 2018; unknown shoulder.

Manufacturer narrative:
Pc(B)(4).no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.